Event description:
The customer reported that the insulin pump alarmed and water under the display was observed. Troubleshooting was performed. The customer stated that she jumped in the pool while wearing the insulin pump. The customer also stated that her pump started vibrating as she was in the water and received a button error followed by a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.